Event description:
In 2002, the patient was referred for cardiac catheterization. The index procedure identified a 12mm long lesion located in the distal right coronary artery (rca) with 90% stenosis and a 3.75mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 3.5x16mm study stent. Residual stenosis was 5% post procedure. The patient was discharged the next day on protocol doses of asa and plavix. During the 3 year follow up, it was reported that the patient expired at home, 936 days after the index procedure. The death certificate states cause of death as "cardiomyopathy" and "coronary artery disease". Per the principle investigator's summary, "the patient had other significant conditions that contributed to death but not resulting in the underlying cause. (Mitral regurgitation, alcoholism, and congestive heart failure)". No autopsy was performed. The relationship of this event to the device per the investigator is "unknown".

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #4564707 found that the device met its material, assembly and product specifications, at the time of release to distribution.